Event description:
Dexcom g6 sensor failure on day 8 of 10. This is the second sensor in a row to fail on day 8 of the 10 days the sensor is supposed to last. Pt: 4582. Device: 1559. Reference report: mw5175358.